Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of the pt. During the attempt to deploy the stent, the inner guide catheter stretched and detached, however, the stent was able to be deployed. The device separated into two pieces; however, no fragments fell into the pt. The procedure was successfully completed with no reported pt complications. The pt was reported to be in good condition after the procedure.

Manufacturer narrative:
The device has been received; however, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).